Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure the patient experienced an unusual feeling after placement of the right ventricular (rv) lead. Fluoroscopy was performed that revealed the rv was outside of the heart chamber, a perforation occurred near the superior vena cava (svc). The patient complained of chest pain. However, blood pressure remained stable and did not decrease. The rv lead was re-positioned in the apex, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.